Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Patient reported right side capsular contracture baker grade IV. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight the device within specification and crease flat. Bubbles in the gel observed after autoclave cycle. Observed void on the patch area within specification according to qa199.04 rev 8.0. Based on the device analysis, the final assessment is no issues found related with the manufacturing process.

Event description:
Device has been explanted and replaced.